Event description:
It was reported that a patient underwent a tooth extraction procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to tie a knot with suture. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - no device problem found. Investigation summary: one unopened pack and two opened strands samples were received. The returned samples were evaluated by appearance, knot pull tensile strength, package appearance, and suture length. As part of our quality process, the manufacturing record was reviewed, and no issue found. Therefore, the root cause of complaint can't be determined. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.